Event description:
Customer wasn't able to remove cup and had to visit doctor. This was the first time the customer tried to use a menstrual cup. The purchased cup was model 1, no lot number, colour or additional information for the cup was provided. The cup remained inside vagina for 10 hours. This is within the recommended time period and the risk of tss is not increased. However, potentially the cup usage time could have been longer than recommended.